Event description:
On 11/15/96, patient compalined to his cardiologist of "feeling poorly" with increasing shortness of breath and fatigue for two days. Pulse was 30, in md's office pacer was found to have a very low battery state with effective end of life characteristics. Diagnosis of complete av block was made. The pacer was inserted only seven years earlier (11/03/89). Patient was admitted to hospital, 11/15/96, had uneventful generator replacement, and was discharged 11/17/96. In a letter dated 3/5/97, the MFR notified the hospital that fluid was found in the explanted pacer header which caused apparent early battery depletion over three month period.